Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that p-waves could not be detected, and capture could not be verified with the patient's right atrial (ra) lead. The clinician indicated that the patient had experienced a fall on their left side, which occurred approximately two weeks prior to device check. The patient had not felt well since the date of the fall. No follow-up information could be obtained after multiple attempts. The ra lead remains in use. No patient complications have been reported as a result of this event.